Manufacturer narrative:
No evaluation possible. The device in question has been discarded by the user facility. The identifying lot number has not been provided. Correspondence from the sales rep conveyed the event caused the surgeon no ill effect.

Event description:
While performing final the torque operation on a zodiac set screw, a sharp edge/ burr was somehow created. The fragment protruded from the construct resulting in the surgeon cutting his finger.